Event description:
An (B)(6) year old male underwent an aortic aneurysm repair on (B)(6) 2009. Also placed during the procedure in the left iliac side was another manufacturer's 9 mm stent. Patient returned for check up in 2012 and aneurysm had reduced in size, 4.9x5.0. Patient did not show for annual check up in 2013. In the patients 2014 follow up screening showed an aortic duplex. The aneurysm showed to have gotten bigger in size, 5.1x5.6 at the middle of the aorta. The distal aorta measured 5.6. The physician did no pre-op CT scans but performed an angio during and discovered renal insufficiencies. During the procedure the physician did an angiocath on right, did run and could not see the renals. It was noted the graft had collapsed on itself. It was also noted a barb had broke off and was above the graft. The graft appeared to have migrated approximately 5 cm towards the renals from where the initial graft was placed. The physician noted the neck of the aorta/aneurysm was larger than the graft. The physician is sending the patient for a non-con CT, then will decide what the options are once the physician gets the results. The physician is not sure whether the patient wants to undergo additional surgery. At the time of this report the patient was being kept in the hospital.

Manufacturer narrative:
During investigation, a review of complaint history, device history record, instructions for use (IFU), quality control and specifications was conducted. Imaging from the complaint case was also acquired and reviewed. Imaging was returned to assist with this investigation and was forwarded for external expert clinical review. Angiography from pre-implantation was provided and demonstrated near occlusive stenosis of the right renal artery and a small but non-stenotic left renal artery. The lumen diameter of the neck was 25 mm and the neck was irregular but generally cylindrical with a length of 35 mm. Based on the position of the components, the main body graft sealing stent was placed immediately infrarenal. A non-contrast computerized tomography (CT) performed in 2012 was provided and demonstrated inferior migration of the main body such that the top of the suprarenal stent was at the level of the renal arteries. The suprarenal stent was intact. The right kidney was severely atrophic, and the left kidney was moderately atrophic. Angiography from 2014 was provided and demonstrates a growing aneurysm due to migration of the main body into the aneurysm sac. The suprarenal stent flowers into a thick mural thrombus. The right renal artery was occluded, and the left renal artery was severely stenotic. The celiac artery was occluded. One stent strut fracture was observed as noted at the 2012 exam. It was still anchored in the aneurysm neck just below the right renal artery. The aneurysm and infrarenal abdominal aorta lengthened 3 cm between 2012 and 2014, 2 cm of which occurred in the aneurysm neck. In summary, although the complaint report concludes that the shrinking aneurysm diameter was evidence of continued treatment success, the 2012 CT demonstrates that the endograft had already migrated inferiorly the entire length of the suprarenal stent and that the aneurysm had grown superiorly into the original sealing zone. Over the course of the next two years, the endograft migrated further inferiorly the length of the sealing stent. A right suprarenal stent strut fractured and was left behind in the right aspect of the inferior neck. The originally severely stenotic right renal artery progression to occlusion is consistent with the natural progression of renal artery stenosis. Development of severe left renal artery stenosis is consistent with the severe visceral vascular disease elsewhere in the abdominal aorta. Although it cannot be definitely determined why aneurysm growth and endograft migration occurred, the endograft main body was oversized approximately 45% in regards to neck lumen diameter. Type 1a endoleak through sealing stent pleats was highly likely. If endograft integrity and aneurysm growth were assessed on the basis of the maximal aneurysm diameter on non-contrast CT scans, a type 1a endoleak would have been undetectable. The device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, design verification testing has been completed including migration resistance testing and radial force testing. The IFU provides the suggested instructions for use, contraindications, warnings and precautions regarding the appropriate use of this device specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture " additionally, it states "the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in patients unable to undergo, or who will not be compliant with, the necessary preoperative and postoperative imaging and implantation studies as described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." Finally, it states "strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 and 105.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." The patient underwent endovascular aortic repair (evar) in 2009 with placement of a main body graft and two iliac leg grafts. The main body graft placed was 45% oversized based on the patient's anatomy (36 mm graft used in a 25 mm aortic neck). This likely resulted in a type ia endoleak due to sealing stent pleating. The patient failed to attend follow-up in 2013 and subsequently, imaging in 2014 demonstrated inferior migration of the main body due to lengthening of the aneurysm and aortic neck. The patient also demonstrated renal artery stenosis consistent with the natural progression of renal artery stenosis and other severe vascular disease that was present and was likely unrelated to the migration. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The most likely cause of this event was inappropriate oversizing of the device followed by the patient failing to present for follow-up. The risk was assessed using quality engineering risk assessment (qera) procedures and was determined to remain acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. Monitoring for similar events will continue.

Manufacturer narrative:
Event evaluation: still under investigation. (B)(4).